Manufacturer narrative:
E1) establishment name: (B)(6) hospital - noting due to character limit. The device was returned to olympus for evaluation of the reported issue. In addition to the image not being displayed due to a damaged charged coupled device unit and a shaved electrical contact of the video connector, other evaluation findings are as follows: water tightness was lost due to a pinhole on the bending section cover; the insulation resistance value did not meet the standard value due to damage on the charged coupled device unit; the adhesive on the bending section cover was chipped; the bending tube was damaged; switch#1 was dirty and damaged; the bending angle in the up direction and the play of the angulation lever were not within standard value due to wear of the angle wire; the bending section could not be fixed firmly due to damage on the forceps elevator lever; the video cable was dirty with a dent; and the universal cord was also dirty. Lastly, there were scratches on the following parts: the video connector, the video connector case, the light guide connector, the light guide cover glass, the upward/downward plate, the angulation lever, the grip, and the control unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the flex deflectable videoscope produced a bad image. This was found during preparation for a therapeutic procedure. The system was connected and the camera was ready when the malfunction occurred. The intended procedure was completed with no delay, using another camera. There was no report of patient harm. The device was returned, evaluated, and it was found that the image was not displayed due to a damaged imaging unit. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.